Event description:
Spontaneous call from pt she states that her line "came undone" at the "purple part" and blood was shooting out of it. Asked her if she went to the hosp and she said no. She said her pump sn (B)(4) did not alarm. She was laying there for about 8 mins before she noticed the moisture on her shirt. She said she recommended with new tubing and the pump is running fine. She feels okay but the right side of her is tingling. Did the product issue cause or contribute to patient or clinical injury? Yes, tingling. "If yes, was any medical intervention provided? No. Is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? She did not do so but yes she has one. She does not have the tubing on hand to return and does not know the lot number. No further info available. Did the reported product fault occur while in use with a patient? Yes; reported to (B)(6) by pt/caregiver.